Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report that a 100 ml/hr intermate underinfused during patient use. A volume of 50 ml was infused over the course of 5 hours rather than 0.5 hours. This implies a 10 ml/hr flow rate, which is 10% of the expected flow rate. The device was filled with a 50-ml solution of clindamycin at a concentration of 2.4 mg/ml of saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.